Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on (B)(6) pages of medical records info it appears that on (B)(6) 2012, this pt was admitted to the hospital for bacteremia. The pt had blood cultures (B)(6) for (B)(6). There is no documentation in the medical record concerning the etiology of the bacteremia. In addition, there is no documentation in the medical record that shows a causal relationship between the pt's bacteremia and the pt's dialysis treatment and dialysis treatment components/products. A supplemental report will be submitted upon completion of the plaint's investigation.

Event description:
On (B)(6) 2012, this pt was sent to the ER following her dialysis treatment and subsequently admitted with a fever of 102f, shaking chills and hypertension. The pt received intravenous antibiotics for bacteremia. The pt was discharged on (B)(6) 2012.